Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. The implant access site used was the femoral artery. It was noted the vlp dislodged post release from the catheter and embolized to inferior vena cava (ivc). The dislodgement of the vlp was confirmed via fluoroscopy. The vlp was successfully retrieved and a new vlp was implanted. The patient was stable througout the procedure.